Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively in an open transplant procedure, the suture's thread broke before the wound healing complete. There was no patient injury,

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received there was wound dehiscence. Patient is doing okay. Wound vac was done to resolve the patient issue.